Manufacturer narrative:
Eval - method - device history record (DHR) review performed. Results: the DHR review showed that no similar issues were found during mfg or packaging processes of this lot. Conclusions: (B)(4) was opened to address the issue of staples jamming. If add'l info is received that changes the conclusion of the investigation, a follow- up report will be sent.

Event description:
The event is reported as: complaint alleges: "staple jam discovered during use on a pt." No pt injury reported.